Manufacturer narrative:
This complaint will only report event from 06/30/2011 - 02/14/2012 and MFR report 3007042319-2015-00583 will have events starting from 07/21/2014 to patient's death on (B)(6) 2015. It was reported from the site that the patient developed driveline infection with local irritation diagnosed by infectious disease (ID) in outpatient clinic on (B)(6) 2011. Driveline infection has become persistent and patient is currently still on doxycycline. At his last clinic visit, (B)(6) 2012, driveline infection appeared to be suppressed with antibiotics. White blood count (wbc) on (B)(6) 2011: 13.7 k/ul. Blood cultures on (B)(6) 2011: negative; wound culture (B)(6) 2011: 2+ gram positive rods, 3+corynebacterium species. Wound culture on (B)(6) 2011 grew 1+ staphylococcus species (coagulase negative). No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Hw4349 was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against hw4349; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addressed guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient developed driveline infection with local irritation diagnosed by infectious disease (ID) in outpatient clinic on (B)(6) 2011. Driveline infection has become persistent & patient is currently still on doxycycline. At his last clinic visit, (B)(6) 2012, driveline infection appeared to be suppressed with antibiotics. White blood count (wbc) on (B)(6) 2011: 13.7 k/ul. Blood cultures on (B)(6) 2011: negative; wound culture (B)(6) 2011: 2+ gram positive rods, 3+corynebacterium species. Wound culture on (B)(6) 2011 grew 1+ staphylococcus species (coagulase negative). On (B)(6) 2014: wound culture positive for pseudomonas & corynebacterium on repeated cultures. On (B)(6) 2014, was placed initially on intravenous (IV) vancomycin & cefepime. Vancomycin started on (B)(6) 2014 & cefepime was started on (B)(6) 2014 upon possible culture. Repeat CT abdomen & pelvis showed soft tissue density in the subcutaneous fat adjacent to the driveline as well as mild thickening of the left chest wall musculature where driveline enters the thoracic cavity unchanged & could be consistent with driveline infection. In addition, there is unchanged subcutaneous soft tissue density adjacent to the lvad device. Patient was afebrile throughout his admission with labs only notable for mild leukocytosis initially at 11.5 (4.0-11.0) k/ul that subsequently resolved. The patient also had blood cultures that were drawn from (B)(6) 2014 that were negative to this date. Urine cultures repeated on (B)(6) 2014 showed mixed bacterial flora. Wound culture as mentioned previously positive for pseudomonas & corynebacterium. The pseudomonas was pan sensitive including cefepime. Patient was readmitted on (B)(6) 2014 and had not been taking chronic suppressive antibiotics at home. Patient was febrile 39.2 on admission, (B)(6) 2014. Wbc was 14.5 k/ul. Wound cultures: corynebacterium & pseudomonas, consistent with previous admissions. Started on broad spectrum vancomycin & cefepime. Had CT chest, abdomen, pelvis, on (B)(6) 2014 which showed a phlegmon/fluid collection surrounding driveline, but not extending to skin or with no abscess. CT surgery consult did not feel surgical intervention was indicated. Blood cultures were negative. ID was consulted & recommended continuing antibiotics for prolonged course, at least until follow up with ID transplant. Patient had dual lumen power line placed in interventional radiology (ir). Continued vancomycin & cefepime. The patient was discharged on (B)(6) 2014 and wbc at discharge was 10.5 k/ul. Transplant ID consulted on (B)(6) 2014, recommended vancomycin & cefepime that were started on (B)(6) 2014. Half (1/2) sets of blood cultures grew coagulase negative staph, likely a contaminant and repeat blood cultures were negative. Superficial driveline wound cultures grew corynebacterium & pseudomonas, which have grown from driveline infection in the past. CT chest on (B)(6) showed cellulitis around driveline site without evidence of abscess or drainable fluid collection. Discussed case with CT surgery who recommended medical management rather than surgery at this time. ID recommended palliative treating with IV antibiotics for as long as possible. Plan to discharge patient to rehab to continue IV vancomycin & IV cefepime for 2 weeks. At that future admission, ID recommends seeking prior authorization for the potential oral (po) antibiotic regimen of tidezolid & ciprofloxacin. Admitted on (B)(6) 2015 with newly malodorous driveline site with copious drainage. Discharged (B)(6) 2015 on vancomycin & meropenem for a driveline infection. Admitted on (B)(6) 2015 with elevated wbc. Wbc 17.5 k/ul on admission. Blood cultures were negative, wound cultures grew 2+ pseudomonas aeruginosa, 1+ coliform, & 1+ corynebacterium. Patient was discharged on (B)(6) 2015 on vancomycin & meropenem. Patient was stated to have expired in hospice on (B)(6) 2015 from sepsis due to chronic driveline infection. No additional information available.